Manufacturer narrative:
Failure analysis: the connector is detached and returned. Fiber tip does not show signs of usage. Blue outer sheath shows burn marks within, at the break, at the proximal end of the fiber. Fiber is broken within the blue outer sheath at the break, at the proximal end of the fiber. Total length of the fiber is 11 ft 9". The probable root cause: undetermined.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, there was a "problem with the connector." It was unknown how the procedure was completed. Patient outcome: "no damages to the patient." No further information provided.